Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The representative later reported that the healthcare provider disposed of the pump without making a note of the serial number; device serial numbers were not available. The company representative had asked them to go back and see if they can get the details from the implant register in theatre. Regarding when the patient first started experiencing the skin protrusion, the reporter had no details of this, however ¿sometime in the last two months ((B)(6) 2015)¿ was further noted. Symptoms included swelling, inflammation, and tenderness. The device was not replaced. The pump protrusion resolved as the pump was explanted. The type of baclofen administered via the pump was believed to be lioresal as that was the brand used in the hospital. The concentration of lioresal intrathecal and dose rate delivered via the pump was unknown to the reporter. The company representative planned advise if the nurse comes back with any additional information. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that the pump was functioning correctly. However, it was to be explanted as it was beginning to extrude through the patient¿s skin. This was ¿down to¿/due to implant technique, depth, location, and patient anatomy. The code to turn the pump off was requested. It was unclear if the product would be returned from the hospital as it was functioning correctly. It was unknown what medication this device system delivered at the time of the event. Additional information was requested for the model/serial, symptoms, resolution, medication details, and outcome. Should additional information be received a supplemental report will be filed.

Event description:
Additional information was received from a company representative regarding patient outcome. As best as the reporter was aware, the patient had no further issues to report related to the pump extrusion. Should additional information be received a supplemental report will be filed.